Event description:
Type iii endoleak. It is reported that a type iii endoleak was observed near the crotch markers of the graft, at the site of interaction between the graft and stents that were placed post-implant.